Event description:
Philips received a complaint on a earlyvue vs30 indicating that the device inflated to a very high pressure during non-invasive blood pressure (nibp) measurements, reportedly displaying readings of 244/212 mmhg. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips onsite service personnel performed an evaluation of the device, including attempts to reproduce the reported issue. The biomedical equipment technician inspected the unit and observed no significant physical damage. Functional testing of the nibp system was performed with the following results: measured: 118/79 mmhg. Measured: 119/82 mmhg. Measured: 117/80 mmhg. As a precautionary measure, the blood pressure cuff and tubing were replaced. Despite extensive testing, the reported issue and previously reported reading of 244/212 mmhg could not be replicated. The device was returned to service following replacement of the blood pressure cuff and tubing. A review of the service history for this device indicates that no additional reports of this issue have been received.